Event description:
It was reported that the customer was hospitalized due to hyperglycemia. It was reported that while at the hospital, the customer's blood glucose lowered while on an insulin infusion, but when the customer was placed back on the insulin pump his blood glucose levels elevated again. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.